Manufacturer narrative:
No on-site investigation was requested. The claimed issue was confirmed via photos. According to received information, replacement of the support arm solved the issue. There was no ventilator malfunction. Replaced support arm was not returned for investigation. The support arm serves to relieve the patient from the weight of the tubing system. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective rail clamp of the support arm.

Event description:
It was reported that the support arm holding the patient tubes broke at the rail clamp. There was no patient harm. Manufacturer¿s ref #: (B)(4).